Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the glenosphere screw became stuck and as a result the implant could not be fitted and another had to be opened. There was a delay in patient management (approx. 30 min)." Update: "an 86-year-old patient was treated for a displaced comminuted fracture of the upper end of the right humidus when the glenoidal implant was inserted. The centre's professional noticed that the implant did not unscrew as expected. Another implant with the same reference but a different batch number was used and the incident reoccurred. Number of devices involved 2. The health professional managed to unblock the two implants by tapping on them with a sledgehammer. The implant that was initially planned was placed. The procedure took 30 minutes longer. Doubts about the functionality of the correct implant. "

Event description:
As reported: "the glenosphere screw became stuck and as a result the implant could not be fitted and another had to be opened. There was a delay in patient management (approx. 30 min)." Update: "an 86-year-old patient was treated for a displaced comminuted fracture of the upper end of the right humidus when the glenoidal implant was inserted. The centre's professional noticed that the implant did not unscrew as expected. Another implant with the same reference but a different batch number was used and the incident reoccurred. Number of devices involved 2. The health professional managed to unblock the two implants by tapping on them with a sledgehammer. The implant that was initially planned was placed. The procedure took 30 minutes longer. Doubts about the functionality of the correct implant. "

Manufacturer narrative:
Please note correction to the imdrf codes in h6. The reported event could not be confirmed. The device was returned for evaluation but was not found to be in condition stated in the event description. No other evidences were provided. The device inspection revealed the following: visually, the central safety screw was found loose in the glenoid sphere and due to attempts and manipulation to loosen the central safety screw during the surgery, the top of the sphere was found deformed with lifted edge, last threads of the central safety screw screwed in nut were found damage, some traces of tools were observed on the flat surface of the sphere and the hexagonal footprint of the central safety screw was found deformed at the entry. Functionally, the sphere could correctly impact and tighten into the baseplate-gauge with friction noted during the last screwing in the nut due to the last damaged threads of the central safety screw. Unfortunately, the returned sphere was manipulated in the operating room to unblock it, and therefore could not be inspected under the conditions of the initial event. The reported event could not be reproduced. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time no indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The labeling states the following: when removing the sphere from its packaging, check the mobility of the central screw of the glenoid sphere by turning the screw clockwise when looking at the screw head (screwing-in direction)", "prior to positioning of the definitive glenoid sphere, it is important to remove any soft tissue between the baseplate and the glenoid sphere", "it is mandatory that the glenoid sphere is screwed manually", "particular cautions for the assembling of the glenoid sphere onto the glenoid baseplate: - first place the sphere in front of the baseplate, without screwing the central screw, - then impact the sphere onto the baseplate with the glenoid sphere impactor, - and finally secure the assembly by screwing the sphere central screw into the baseplate clockwise". If any additional information is provided, the investigation will be reassessed.